Manufacturer narrative:
Fsn 2023-cc-src-039.

Event description:
A bipap a 40 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were present in the device event log in relation to a communication issue between the central processing unit (cpu) and pressure sensor inter-integrated circuit. In conclusion, the device system board needs to be replaced to address the issue. This device will be scrapped as per customer request. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, the device was found to be missing the accessory port cover.